Event description:
It was stated that "rod bender snapped during bending of rod. Surgeon complained persuader wasn't fitting correctly, seem as though tips have expanded out."

Manufacturer narrative:
The french bender malfunction has not caused or contributed to a serious injury and is not being submitted in this MDR report. Xia persuader evidenced expanded tips responsible for creating difficulty for the instrument to fit correctly with the screw tulip. This damage is supposed to have occurred through repeated uses due to cantilever efforts applied to the instrument or while disengaging the instrument from the tulip. Xia surgical technique emphasizes on how to perform to remove the persuader from the screw.